Event description:
A hemodialysis inpatient user facility reported experiencing a blood leak alarm along with a "wave of water" was seen in the dialyzer during treatment. There was no blood visible on the exterior of the dialyzer. The exterior of the dialyzer did not appear to be damaged upon the technician's examination of the device. Treatment was delayed for 1 hour due to equipment reset with new supplies and dialyzer from a different lot. The patient loss an estimated 400 ml of blood due to the patient's blood not being rinsed back once the water was observed within the dialyzer. The patient resumed treatment on the same machine however with an alternate dialyzer. No medical intervention was required. The remaining dialyzers, all from the same lot, were quarantined to be returned to the manufacture.

Manufacturer narrative:
The investigation is ongoing. Upon completion of the plant's investigation, a supplemental MDR will be filed.